Event description:
A healthcare professional reported that during the treatment, the excimer laser aborted the energy delivery at 68% of the treatment. After restarting the laser, further treatment of the patient was not possible. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).